Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
When loading the tapercut of the uphold in the capio, the surgeon noticed that the tapercut was pointing out of the head of the capio and not properly loading. After several attempts, he managed to load it properly. When he passed into the sacrospinous ligament, the suture broke and the tapercut was lost in the patient. He tried to locate the tapercut but did not. He finished the procedure with another product. The patient's condition was reported as unknown.